Event description:
Pt reports both their pumps are working correctly, but one pump keeps giving them an occlusion alarm. Pt is able to clear it, but next time it occurs pt will reach out for troubleshooting and to see if it needs replaced. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 13ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes outcome? - unknown. Diagnosis for use: pulmonary arterial hypertension.